Manufacturer narrative:
B3: bsc aware date used as event date is unknown and reported that event occurred "recently".

Event description:
It was reported that device shift and leak occurred. A left atrial appendage closure procedure was performed, and a 35mm watchman flx closure device was successfully implanted after two partial recaptures and meeting release criteria. Approximately one-and-a-half years later, transesophageal echocardiography (tee) was performed which identified that the 35mm watchman flx closure device had shifted and there was a significant leak. The patient has experienced no adverse events. The physician plans to obtain a computed tomography scan before deciding whether to place coils or perform an ablation.